Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up with premature battery depletion exhibited on pacemaker. Upon interrogation, it was noted that the battery longevity was normal during an in-clinic follow up in (B)(6) 2017. No interventions were performed. The patient chose to be closely monitored with in-clinic follow ups. It was reported that patient was stable during and after device check.